Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: during investigation, the up, down and ok buttons were under responsive. The keypad was removed and there was no damage to the button contacts or keypad flex cable. The pump was opened and there was moisture corrosion found on the keypad connector and keypad flex cable. There was no moisture found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the keypad button was under responsive. The customer alleged that the ok, up and down buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.